Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Event description:
The customer reported via phone call the insulin pump alarmed low battery before replacing battery. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with trouble shooting. The insulin pump is being replaced and is expected to return for analysis.